Manufacturer narrative:
Pump passed the displacement test and self test. However, hardware low level failures alarm (variable info = 03) confirmed in the pump history due to broken trace on u1 keypad assembly. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had hardware low level failure error. Customer stated they experienced cd high blood glucose and treated with manual injection. Customer reported they were able to clear the alarm. Customer stated they were able to rewind the insulin pump. The insulin pump will be returned for analysis.